Manufacturer narrative:
(B)(4). The device was not returned for evaluation and a device history review was unable to be completed as the relevant lot number was not reported. There were no reported device malfunctions.

Event description:
On (B)(6) 2018, a male patient underwent a mvp/maze surgical procedure where an atricure emt1 clamp was used and was heparinized with an unknown amount. There were no reported procedural complications. The patient was then being weaned off of the ventilator post procedure but the patient¿s heart failed to start beating and there was bleeding that was seen on the heart so the patient was put back on-pump. The surgeon noted that the bleeding was not from the ablation line but from between the two ablation lines where it was parallel with the laa that was about 1cm. The surgeon repaired the area the was bleeding with suturing and tachosil fibrin sealant patch. The procedure was prolonged for about one hour. Patient is now in stable condition. There was no reported device malfunctions.